Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked broken off end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to cracked broken off end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin was squirting out during manual priming for the insulin pump. The customer further reported that the drive support cap appeared to be loose and sticking out. The customer was advised that the insulin pump would need to be returned for analysis. No additional information is provided.